Event description:
Cormet revision of the cup and head due to pain and bone cysts after approximately 17 years and 1 months. Corin was made aware on (B)(6) 2026 that this revision procedure was scheduled for (B)(6) 2026.

Manufacturer narrative:
Per (B)(4) initial report: additional information, including the reason for revision, the confirmation of the revision date and that the head and cup were revised, the lot codes of the explanted devices, a post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, if the patient experienced any slips, falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter confirmed that the revision went ahead on (B)(6) 2026 and that the reason for revision was pain and bone cysts. The rest of the information could not be provided. An additional report will be submitted once the investigation completed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entities representative or distributor caused or contributed to this event.